Event description:
It was reported that after a da vinci-assisted sacrocolpopexy surgical procedure, fenestrated bipolar forceps black wire that delivers energy to the instrument tip was damaged. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was noted at that time. Damage was first observed in the central sterile services department (cssd) during inspection, not intraoperatively. The type of damage involved exposed wire due to damaged insulation, although the cable appeared to be intact. There was no noted loss of cautery or signs of thermal damage associated with the damaged cable, and no arcing was observed during the procedure. The instrument did not collide with any other instrument or tool during the procedure, and there were no problems removing the instrument through the cannula.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. An image associated with this reported event was reviewed by an intuitive surgical, inc. (Isi) fae and the instrument appeared to have the conductor wire insulation nicked/damaged with bare metal wire exposed underneath.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have damage of the conductor wire insulation at the yaw pulley. The conductor wire was exposed. The conductor wire insulation was damaged and the wire was frayed. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.